Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), product type catheter, (B)(4).

Event description:
It was reported that the patient was having extreme itching in the area of her baclofen pump. The pump was delivering baclofen. Additional information received reported that the hcp (healthcare provider ¿tried¿ weaning the patient off baclofen but that did not help the itching. The pump was eventually completely removed and the itching improved. The cause of the itching had not been determined, but they were ¿suspicious" of the pump because the itching had improved once the pump was removed. The date of the explant was not reported.